Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Four 3i t3® tapered implant 4/3 x 10mm (4 x bopt4310) were returned for investigation. Visual inspection of the as returned product identified worn markings due to usage with excessive bone and dried blood. No damage/malfunction identified.  Device history record (DHR) review was completed for the subject lot number (2020021725). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa.  Complaint history review was performed for the reported lot number (2020021725) for similar event and no other complaint was identified.  Based on the available information, device malfunction did not occur and the reported event was non-verifiable.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided.

Event description:
Doctor reported the check up with orthopantomography was perfect and two months later patient came with two implants in his hand and two implants with mobility. Big bone loss. Doctor stated allergic reaction in tooth location 14, 15, 18 and 19. Implants were removed and patient also had pain. Additional information: doctor reported that the implants came out with bone and it was not a common situation that make him thing is an allergic reaction.